Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4mm x40mmx146cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another coyote¿ es balloon catheter. No patient complications were reported.